Event description:
According to the information provided, the patient experienced a right rupture along with anaplastic large cell lymphoma (alcl). Based on the results of the laboratory evaluation, pe identified three rents in the shell of the device. The first rent measured approximately .3cm in length. The two additional rents both measured approximately < .1cm in the shell of the device. Areas of shell wear were also observed in the shell. Although the root cause of the rents could not be determined, shell wear suggest in-vivo folding or creasing of the device. No other anomalies were observed. Breast implants are not lifetime devices. Rupture can occur at any time after implantation. Rupture is a known complication associated with these devices and is referenced in our pids. Based on information reported to FDA and found in medical literature, a possible association has been identified between breast implants and the rare development of anaplastic large cell lymphoma (alcl), a type of non-hodgkin's lymphoma. Women with breast implants may have a very small but increased risk of developing alcl in the fluid or scar capsule adjacent to the implant. According to the FDA, the incidence of alcl in patients with breast implants is "a very small fraction of the 5-10 million women who have received breast implants worldwide." An investigation of the device history record revealed no irregularities. A review of the nc system and complaint database revealed no other complaints of this type associated with lot 5746123. The main symptoms of alcl in women with breast implants are late onset, persistent swelling and pain in the vicinity of the implant and peri-implant seroma. In some cases, patients presented with capsular contracture or masses adjacent to the breast implant. Because of the small number of cases worldwide, there is no defined consensus treatment regimen for peri-implant alcl. Mentor concurs with FDA's position that, "because the risk of alcl appears very small, FDA believes that the totality of evidence continues to support a reasonable assurance that FDA-approved breast implants are safe and effective when used as labeled." Anaplastic large cell lymphoma (alcl) is a known complication associated with these devices and is referenced in our pids.